Manufacturer narrative:
One 8.5f swartz braided introducer dilator was received for evaluation. Resistance was noted near the distal end of the dilator when a guidewire from current inventory was advanced through the returned dilator. The dilator tubing was cut lengthwise and a build-up of skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.

Event description:
This event is being reported based on analysis which revealed skiving of the dilator.